Manufacturer narrative:
Customer's observation was not replicated in-house with retention and return devices. Retention and return devices were tested with 1000 miu/ml hcg urine control and 3 high level of hcg urine controls (201.8 iu/ml, 203.4 iu/ml and 205.2 iu/ml); and return devices were tested 25 miu/ml cutoff hcg urine control; all results were hcg positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis and insufficient information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.

Event description:
Caller reported potential false negative urine hcg results with henry schein hcg dipstick 25t (urine) vs. Serum quantitative results giving positive results. On (B)(6) 2015, an email was received indicating that a customer was observing false readings. Several attempts were made to contact the customer to obtain more information. On 10/14/2015 further information was obtained. It was reported that the customer observed false negative urine hcg results when testing four different female patients. It was also reported that an alternate rapid test (brand not provided) yielded positive results and that blood work was performed on all four patients and all four serum beta quantitative results were >1,500 miu/ml. The actual date of occurrence was not provided. No further patient information was provided. When returned product was received for the complaint included on medwatch 2027969-2015-00917, product for the lot number in this (B)(4) was also included. Therefore, an additional medwatch report is being submitted.